Manufacturer narrative:
E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the amount of air that was put into the tr band was 4-5cc's less when the air was removed. The tech put in 15cc's of air, and the recovery found that there was more like 10cc's of air. They felt that the tr band was slowly deflating; however, there were no major issues. A little oozing had occurred. They did not keep the tr band placed on the patient. The procedure performed was a splenic embo. No blood loss was reported. The event did not result in injury. Additional information was received on 13aug2024: hemostasis was achieved by the tr band. There were no devices used in the access site. The tr-band noted to be losing air 2-4 hours after initial inflation. When getting the last bit of air out, there should be some left inside. There was no noticeable damage to the device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. Inspection of the returned sample upon receipt found that one sealed and unopened tr band was returned for assessment. The sample was subject to visual analysis. No damage or deformities were observed on the band or inflator. The sample was opened to perform functional testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no foreign matter or damage was found in the check valve. The exact root cause cannot be determined. No failure was detected on the returned device. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.